Event description:
The pt was bilaterally implanted with siltex saline mammary prosthesis in 1997. Subsequently, the pt experienced a deflation of the devices, pain, folding of the devices and asymmetry. The devices were removed in 1999.